Event description:
The device was set to deliver a solution of heparin at a rate of 11ml/hr in standard mode. The nurse changed the rate to 111ml/hr and delivered over infusion. There was no pt injury.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications. The operation history log was also downloaded and reviewed. The history log shows that in 2005, an infusion was delivered in standard mode at a rate of 11ml/hr with volume of 237.4ml. The rate was changed to 111ml/hr and delivered one minute. The pump was put on hold and restarted the infusion with the same setting. The device delivered the remaining fluid (236ml) in the bag with a rate of 111ml/hr. It appears that the nurse did not change the rate back to 11ml/hr and did not verify the entry by reviewing the lcd screen prior to restarting the infusion.